Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected bilateral rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 475cc mentor smooth round moderate profile saline implants and experienced bilateral capsular contracture and right-sided deflation postoperatively. The patient underwent two revision surgeries for right-sided capsular contracture; first revision on (B)(6) 1995, and second revision on (B)(6) 2003. The device was reimplanted at each revision. Also, a revision surgery was performed on left-sided implant on (B)(6) 1997 for capsular contracture, and the device was reimplanted. Ultimately, bilateral rupture was suspected, and the patient underwent bilateral removal without replacement on (B)(6) 2018. Upon removal, the left-sided device was found to be intact. This report is for the right prosthesis.